Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. The device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately two years post deployment, an abdomen x-ray revealed the ivc filter which overlays the lateral aspect of the t12 and l1 vertebral bodies. The filter appeared to have migrated superiorly. Subsequently, inferior venacavogram performed revealed the indwelling infrarenal inferior vena cava filter with slight increased tilting angle. Persistent adherence of the filter tip to the vena cava wall caused unsuccessful retrieval. Therefore, based on the review of the medical records, the investigation is confirmed for a filter tilt, filter migration and retrieval difficulties. Per medical records, attempts were made to engage the apex of the filter but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j vena cava filter allegedly tilted and was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown. This information was received from one source. The patient was as (B)(6) year old male, weight was not provided.